Event description:
The pt experienced an ischemic stroke. During the index procedure, the pt was symptomatic. The procedure included treatment of a lesion in the left side, the target was the ostium of the left internal carotid. The contralateral carotid was not occluded. The lesion presented 90% stenosis. The target vessel had a 6.0 mm reference vessel diameter and a lesion length of 10 mm; arch type ii. The type lesion was eccentric - quantitative lesion calcification was severe, qualitative lesion calcification >=3mm width, there was no grade vessel tortuosity. The lesion was predilated and a 7mm angioguard was successfully placed; then one 8x30 mm precise stent was deployed at the target lesion. There were no complications during the stent deployment. Post procedure, the lesion presented 15% stenosis. The angioguard was successfully retrieved, upon retrieval, there was debris (thrombotic material) found in the filter and during removal of the angioguard, the pt presented with a neurological event. The onset of the neurological deficit was gradual. The pt presented with aphasia and dysarthria, right hemiparesis, right hemineglect, and right hemiataxia. The event was diagnosed as stroke (ischemic). The pt was hospitalized and in observation for three days, no treatment was performed. Five days post index procedure, the pt was discharged. Neurological eval was performed all was normal; a rankin stroke scale examination was not performed. At the time of discharge, the neurological event had fully resolved.

Manufacturer narrative:
During the 30 day follow up, the pt did not present any adverse events. The product is not available for eval. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of device revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products involved in the same patient and reported under manufacturing numbers: 1016427-2008-00245. Add'l info will be submitted within 30 days upon receipt.